Event description:
It was reported that patient had an infection near at the battery site. No culture was taken. The patient underwent an explant procedure, and the explanted devices were not returned as per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022 from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 7072175/ 7072185.

Manufacturer narrative:
Sc-1232, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. It was reported that the patient had an infection at the implant site. A review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. A labeling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, this investigation was assigned a probable cause of known inherent risk of device.

Event description:
It was reported that patient had an infection near at the battery site. No culture was taken. The patient underwent an explant procedure, and the explanted devices were not returned as per hospital policy.